Event description:
Punctured tissue expander, side unknown.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint (B)(4). Additional information: this report was previous filed with no device information provided to sientra. Today, the health care provider provided the device information serial number (B)(6) and after searching in our system we found that this device is tied to report number 1651189-2022-03278, sientra complaint number (B)(4). Sientra requests to void this report as it as a duplicate of the above mentioned case. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.